Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. Failure analysis found the primary finding of bent grips to be related to the customer reported complaint. The instrument was found to have both grips bent, causing misalignment of the grips. There was a 0.029¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. Additionally, the clip applier instrument failed the clip test due to misapplication of the clip. The instrument passes engagement and able to retain clip through engagement but cannot release the clip.

Event description:
It was reported that prior to starting a da vinci-assisted gastrectomy surgical procedure, the clip applier miss fired multiple times. The procedure was completed with no reported injury.